Event description:
The customer reported that the insulin pump had a frozen display, the button stickers were coming out, and the up and down arrow were half way off. The customer mentioned that the buttons were unresponsive. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with no button response due to flattened up button dome switch. The insulin pump was tested with a test keypad and no frozen display noted. Also received with peeling keypad and no frozen display noted. Also received with peeling keypad overlay. No cracks on the keypad overlay noted. The insulin pump received with cracked battery tube threads, cracked reservoir tube and scratched lcd window.